Manufacturer narrative:
Corrections: b2: "required intervention" selected as it was omitted from the initial submission. H6: impact codes 4627 and 4613 entered as it was not required on the initial submission. H6: problem code updated to 1863 (failure to osseointegrate) only, as it best fits the narrative. The device investigation has been completed and the results are as follows: investigation methods/results: the returned implant was visually inspected and verified to be an inclusive tapered implant 3.7 mmd x 13 mml x 3.5 mmp implant using the radiographic template; not 4.2 mmd x 10 mml x 3.5 mmp. However, no defect or non- conformity was observed on the returned product. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be fully verified without returned product. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that an inclusive tapered implant failed. The implant was placed on (B)(6) 2016 at tooth location #7. The patient returned on (B)(6) 2016 for a follow-up visit. After examination, the doctor noted that there was granulated tissue around the implant site, and that the implant site was infected. The doctor also noted that the implant had failed to osseointegrate. It was at that time that the implant was removed. The patient's current status reported to be "okay". The patient has type IV bone quality, and has no pre-existing conditions. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The devices were received and an evaluation and investigation are in progress. A review of the device history record (DHR) will be conducted for the lot numbers received. Once the investigation has been completed, the findings will be reported in a follow up report.

Event description:
It was reported that there were three implants that were placed, and failed to osseointegrate. The occurrence was after the clinical procedure. The tooth location was #07. The implant was placed on (B)(6) 2016, and explanted on (B)(6) 2016. The patient experienced pain and numbness prior to removal; however, after removal the pain and numbness was no longer present. There was no serious injury, and the patient's status was reported as "ok". The patient did not have any pre-existing conditions. The patient's bone type is I, and there was no general bone loss. However, there was granulated tissue around the implant and the implant site was infected. No report of prescribed medication. {please refer to report 3002195199-2017-00073/(B)(4) & for 1st device, 3002195199-2017-00075/(B)(4) for 2nd device}.